Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the device history due to broken trace. Device received with same audio tone when switching from volume 5 to volume 1 due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and was not beeping. Customer reported that they did heard beeps when audio volume settings were saved but they did not heard the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The device will be returned for analysis.